Event description:
It was reported that some time after implantation of a biliary stent in the ampulla, the stent was found to be fractured. No patient injury was reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.